Event description:
A customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer, guided by technical support, performed a successful pump reset, after which the error did not reoccur, allowing them to resume their sensor session.